Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened, and procedure was after replacement of carriage. The philips field service engineer (fse) analyzed the system onsite and confirmed that system needed new carriage replacement. Upon troubleshooting fse replaced flex move carriage. After replacement of flex move carriage, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported that a flexmove carriage component replacement was required. No harm to the patient or user was reported. Philips has started an investigation of this complaint.